Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted that the valve was discolored, showing evidence of blood contact. The right and non-coronary cusps were intact. A tear through the free margin, extending along the lunula of the left cusp, was determined to have occurred during implant. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The returned analysis of the device confirmed that a tear through the free margin extending along the lunula of the left cusp occurred during implant. The cause of the tear could be related to accidental damage with a sharp instrument during the implant procedure.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following implant of this bioprosthetic mitral valve, into a stenotic native valve, this valve was explanted due to a 2mm cut at the edge of the leaflet which caused regurgitation. The valve was replaced with a non-medtronic product. No adverse patient effects were reported.